Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed, post-market pouch. The connector end was intact without any visual defects. There were no blemishes along the length of the fiber shaft. There was a slight kink in the fiber about half an inch from the distal end. The distal end has broken and there was some evidence of burn-back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the broken fiber was caused by user mishandling. The final root cause of this event was unable to be identified. The following is included in the instructions for use: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." . Olympus will continue to monitor field performance for this device.

Event description:
As reported, the device broke off inside a patient. According to the report, one of the 200 micron laser fibers broke off inside a patient . The doctor was using it with a rigid scope. Per the report, the only reason it was noticed was because the doctor went back in with the scope to look around before ending the case (diagnostic, therapeutic ureteroscopy, doctor was using laser on a stricture procedure). According to the report, users only noticed fiber was broken when surgeon went in with scope to have a final look around and found broken off piece of laser fiber. Reporter noted the reported problem did not impact the outcome of the procedure however, stated "if he had not done this, that piece could have been left in the patient. The intended procedure was completed with the same set of equipment. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was returned to the service center for evaluation, in addition, photo of the broken laser fiber was provided. The returned device evaluation is still pending. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.